Event description:
The patient's pump was replaced prophylactically to avoid in vivo battery depletion following an estimated replacement indicator (eri) message. The product was returned and analyzed.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted on: (B)(6) 2004, explanted on: unk. Final analysis of the pump revealed a high battery resistance; exceeded 317 ohm upper limit. (B)(4).